Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) evaluated the unit and found that it failed the battery testing. Fse found unit's battery was manufactured in july of 2013. Per service manual batteries should be replaced after five (5) years. Unit passed all other testing and needs battery installed by customer once it arrives. Customer removed unit from service until battery is installed. Customer will be installing battery and placing unit back in use. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance (pm), the unit failed the battery testing. The customer reported there was no patient involvement.